Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) battery - battery depletion-normal

Event description:
Asku

Event description:
It was reported that the while performing a threshold test, patient went asystolic, and emergency pacing button had to be hit to restore pacing. It was further reported that the device has not tripped eri (elective replacement indicator) and the battery voltage was at 2.72 volts. No patient complications have been reported as a result of this event.